Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the physician gave the patient permission to start exercising. The patient went bowling and since then reported increased pain, trouble breathing, hearing voices (people talking who are not there) and humming, ringing in the ears, seeing spots and blurry vision. The physician suggested a dye study, although it was not thought these symptoms were related to the pump and bowling. The family stressed concern for the patient's breathing. The patient is scheduled for a refill on (B)(6) 2013. It was not known what medication this device system delivered. The reporter had no further information. Additional information has been requested, but was not available as of the date of this report.